Manufacturer narrative:
The user reported issue was not found. The pump was tested to have a flow rate accuracy of - 3.8% which is within +/- 5% specification. No failure was detected. The pump performed within all specifications.

Event description:
The user reported that the pump acted like it was infusing but it was not actually infusing. No patient injury or harm has occurred.